Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level ranged between 58 mg/dl and "high" which was addressed by administering a manual injection . Reportedly, the customer changed pump supplies to resolve issue.